Event description:
Device returned for repair only. Upon receipt, it was noted that two small pieces were broken off the inner tip and were missing. Contact with hospital revealed device did break while in use in surgery but all pieces had been retrieved with no pt injury.